Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on (B)(6) 2020 due to no audio. Service evaluation verified the no audio. The device was properly connect the rear case and all symptom was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it had no audio. No additional information is available.